Event description:
It was reported that the one-link valve of an unknown access set came off of the central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.